Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump has audio issue and reoccurring power loss alarm. The customer¿s blood glucose during the incident was unknown. Report states that the customer was assisted with troubleshooting and the audio issue was confirmed during the call. The customer was advised the insulin pump has to be replaced and revert to back-up plan per health care provider's instruction. The device will be returned for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within spec range. No low battery alert or power loss alarm noted during testing or in the pump trace download. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm confirmed in the device history due to broken pin 6 trace on keypad assembly.